Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, lump/nodule.

Event description:
Patient reported right side "rupture". Healthcare professional later reported "free fluid around the implant" and "scattered nonspecific borderline enlarged up to 1.2cm bilateral axillary fossa nodes". Device remains implanted.

Event description:
Patient reported "deflation" of a silicone device. Later, healthcare professional reported "free fluid around the implant" and "scattered nonspecific borderline enlarged up to 1.2cm bilateral axillary fossa nodes" and confirmed the rupture event via CT scan. This is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6 clarification to h6 of previous emdr: the event of seroma (e0307) has been deemed non-serious and is no longer considered reportable

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma late: unable to observe as it is not related to the manufacturing process. Rupture: observed an opening assessed as unidentified (tear) opening. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. A workmanship was observed not related to the complaint for a split in patch observed event. A further investigation is requested to analyze the split in patch observed. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie's procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split in patch area (ss), it is out of specification per qa 199.04. The events of seroma-late and lymphadenopathy were unable to observed, then, they are unable to confirm, and the event of rupture was observed, therefore the event is confirmed, however, workmanship has not relation to it. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev. 8.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported "deflation" of a silicone device. Later, healthcare professional reported "free fluid around the implant" and "scattered nonspecific borderline enlarged up to 1.2 cm bilateral axillary fossa nodes" and confirmed the rupture event via CT scan. This is for the right side. Device was explanted and replaced.